Event description:
While attempting to defibrillate a patient, the device powered on but did not give a "unit ok" prompt. The responding crew turned off the device and turned it back on. The device gave a "unit ok" prompt, analyzed the patient rhythm and gave a "no shock advised" prompt. A second crew arrived on the scene and attached a zoll pd1400 device to the patient to continue treating the patient. The clinician determined the patient to be in v-fib and used the pd1400 to deliver therapy. The patient subsequently expired. The customer's biomed evaluated the device and found that no ECG rhythm was recorded during the event.